Manufacturer narrative:
(B)(4).

Event description:
The pt was implanted with bilateral leads and extensions and an implantable neurostimulator (ins). At the time the ins was implanted, when checked, impedances and one of the combinations indicated a short, the combination was the combination of zero (0) and one (1) and the reading was 38 ohms. The other impedances of note were case and zero (0) were 740, and case and one (1) were also 740. All the other impedances were between 1000 and 1500 ohms and within the normal range. The doctor chose not to open the incision at that point, just leave it implanted with the short and to utilize some of the other combinations during post-op programming. The short was on the left brain lead. Additional info has been requested, a follow-up report will be sent if additional info becomes available.